Event description:
A clinical incident involving a tristar 50 arthromed was reported to arthrocare corporation. Three days following a chondroplasty procedure of the left knee, the patient was reported to have sustained a small, circular second degree burn approximately 2 cm in diameter. The burn was treated with a dressing. The patient is reported to be healing suction and the suction line was not attached to the hospital vacuum line but was allowed to flow freely from suction tubing.